Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level during the event. Technical support instructed the caller to perform specific actions to resolve the occlusion issue, but the customer declined further troubleshooting, therefore no additional information was obtained.